Event description:
The surgical technician writes: "after opening the package up, I went to pull off the protective cover. It was very hard to pull off. Before passing it to the doctor, I checked the clip and could see it was bent, and the clip was not closed. I tried to close it, and it would not. I tried to open it, and it would not."